Event description:
Healthcare professional reported that 1 day post operative the pt experienced sudden cardiac arrest. On reoperation the disc of the aortic valve appeared to lock in the closed position. The valve was replaced and returned for analysis.